Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio open access device was used on a sacro-spinous ligament suspension procedure on (B)(6) 2014. According to the complainant, during the procedure, the needle carrier of the device got stuck in the capio cage inside the patient and it broke once outside the patient. Reportedly, nothing was left behind in the patient. There were no reported patient complications at the conclusion of the procedure and the patient was reported to be fine.